Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2014. The patient obtained a result of ¿179 mg/dl¿ with the subject meter. The patient manages his diabetes with novolog insulin (25 units) and levemir insulin (27 units). Based on the alleged result, the patient administered himself an increased dose of insulin (amounts not specified). After, the patient claimed he felt symptoms of sweaty, nausea, headache and tired. The patient alleged his blood glucose dropped to ¿59 mg/dl.¿ the patient took glucose tablets/ glucose gel as treatment. That same evening, the patient obtained a result of ¿203 mg/dl¿ with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient was educated on the correct sample sites for alternate site testing (ast). Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.